Manufacturer narrative:
An intuitive field service engineer tested the da vinci x system on site. The universal systemic manipulator (usm)2 was replaced and a return materials authorization was created. The system was tested post replacement and was verified ready for use. No product has been received for failure analysis at this time. A review of the site's system logs found no errors related to the reported event. Logs from before and after the procedure were reviewed and there no other occurrences that would suggest faults related to the reported event were found.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the universal systemic manipulator (usm) 2 experienced unintuitive movement. The surgeon described the issue as the arm feeling sluggish with motion significantly reduced, as though it encountered a hard stop, accompanied by a "beep beep beep" error sound when attempting to move in certain directions, including up, down, and sideways. There were no obstructions or contact with other instruments. After reinstalling the endoscope on usmd2, it functioned correctly for approximately five seconds to one minute before the issue recurred. The site had restarted the system and replaced the trocar prior to contacting intuitive technical support engineer support (tse). Review of the error logs by tse identified entries indicating that the presence pin for usm2 was not detected. Tse instructed the caller to unmount the endoscope and sterile adapter usm2 and relocate the endoscope to usm4. Additionally, the entire drape was replaced, a new endoscope was installed on usm2, the disks at the sterile adapter were pressed, and the check for presence if the pins was performed which did not yield any improvement. Tse then instructed the site to rotate usm2 to determine if it was within a rotational limit, the usm2 remained in a middle position. No error messages appeared on either the surgeon touch pad or the larger touch screen to assist in diagnosing the issue. There were no mechanical problems detected from the surgeon console, nor were there any entangled cables or similar obstructions. The surgeon ultimately decided to convert the procedure to an open approach in order to proceed.

Manufacturer narrative:
The universal surgical manipulator (usm) was received for failure analysis. During visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode during the backdrive test on yaw/pitch. Yaw/pitch were also found to be noisy during sine cycle testing, and pitch failed all friction tests. As a result of these investigation, failure analysis was able to conclude that the yaw/pitch bearings were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.